Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received and section b should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused death. The patient has also alleged to the visualization of particles in the device. The patient's daughter did not report the patient to have received medical intervention. Despite multiple attempts on 01/06/2023, 01/11/2023, 01/13/2023, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Box b has been updated: adverse event/product problem and attributed outcomes, the event or problem box e has been updated with "other" for initial reporter box h has been updated with type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused death. The patient has also alleged to the visualization of particles in the device. The patient's daughter did not report the patient to have received medical intervention. Despite multiple attempts on 01/06/2023, 01/11/2023, 01/13/2023, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Box h: if follow up, what type, has been updated to correction.